Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account in storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the foot end brake casters were not holding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the foot end brake casters to resolve the issue. Based on this information, no further action is required.